Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4404 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "the catheter was used for 5 days and was ruptured from inside the hub that fixed it. It was not obstructed, it was not avulsed, it was not misused."